Event description:
Ous MDR - after an unknown implantation duration, undersensing in the right ventricle was reported. The device was reprogrammed and the issue was resolved. This product remains in service. No adverse pt side effects have been reported.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.